Event description:
It was reported that during preparation, when the fiber was connected to the equipment, it burned. A new fiber was used to complete the procedure. There were no patient complications.